Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via company representative (rep) regarding a patient receiving baclofen gablofen ( 2000 mcg/ml/550 mcg/day) via implantable pump. It was reported that the patient developed pseudomeningocele which never repaired itself. The patient was experiencing headaches, tinnitus, blurry vision, and period. Blood patches were attempted on (B)(6) 2022 and (B)(6) 2022. Two weeks ago, the catheter access port (cap) was accessed and able to easily withdraw cerebrospinal fluid flow csf and dye study was unremarkable. As described previously, after final suture in place valsalva maneuver was performed and no csf leak was observed. Postoperatively, infusion rate was decreased to 250 micro gram (g) per day and patient was admitted overnight with an order for as needed oral baclofen and ativan. The patient had golf ball size fluid collection at the base of her spine due to a cerebrospinal fluid flow csf leak. The neurosurgeon spent three hours and interventions include a laminectomy, duraseal at spinal catheter exit site, bone wax, sewing muscle over the catheter exit site. The issue was resolved, and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history included spasticity secondary to spinal cord injury at c6, obstructive sleep apnea, hypothyroidism, constipation, former smoker.